Event description:
It was reported that during follow-up of an asymptomatic patient, the pulse generator was found to be operating in backup mode. The device could not be restored. The device was explanted and replaced on (B)(6) 2014.